Event description:
Boston scientific crm received information that during the implant procedure, with this right ventricular (rv) lead, the physician experienced difficulty while obtaining access. During the extraction from the cephalic vein into the subclavia, it was noted that the lead appeared crushed in the middle of the distal coil spiral. It was believed the lead may have had an existing weakness prior to implant. This lead was not implanted, and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead was returned for analysis, and when analysis is completed, a final report will be submitted.